Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 53-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician manually ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a depleted li-ion battery pack. The battery pack was replaced to resolve the problem. The device was recertified and returned to the customer. The battery was scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.